Manufacturer narrative:
Additional was received that the failure to switch to battery power was reported in error. There was no reportable malfunction. H3 other text : additional was received that the failure to switch to battery power was reported in error. There was no reportable malfunction.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported failure of the unit to switch to battery backup during patient use. The patient was switched to manual ventilation. There was no patient injury.